Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Upon RMA investigation, the sensor was tested in-house, and the review of qc data did not reveal any malfunction of the sensor. There was no problem found with the sensor.during the transport of the sensor, since it was either sitting in saline or pbs (whichever it was shipped in) may have hydrated the sensor enough that during the in-house testing, the issue could not be replicated.as part of resolution, the RMA was authorized to offer the user a sensor replacement. D9 device available for evaluation? Yes, device received on 14 dec 2021. H3.device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.